Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the right atrial (ra) lead did intermittently exhibit pace impedance greater than 2,000 ohms as well as noise on the atrial lead and change in intrinsic amplitude which appeared to be the result of a lead integrity issue. The boston scientific technical services consultant suggested a chest x-ray be done to determine what issue was occurring with the atrial lead. Isometrics had not been able to produce any noise. There was no allegation or evidence of a connection issue in association with this crt-d. This crt-d and the lead had been implanted for greater than four months at the time of this evented information. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
A save-to-disk analysis was done by boston scientific. It was concluded given the high impedances and noise seen on the ra channel, that there had most likely been a mechanical contact issue within the lead or in the lead to header interface. Most recently, the right atrial lead was surgically abandoned due to the aforementioned issues. The physician suspected an issue with the proximal portion of the lead. This crt-d remains actively in service.